Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported endophthalmitis approximately four hours following an intraocular lens (iol) implant procedure. The doctor suspects contamination of the lens. A suture was placed due to very high myopia as a prophylaxis to endophthalmitis., and in case of leaking wound (preventive). Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and viscoelastic with an unspecified handpiece. The product investigation could not identify a root cause. (B)(4).